Event description:
It was reported that the patient underwent change out of the pulse generator, it was noted that the atrial and ventricular leads sustained rib clavicle crush damage, the device was programmed with safety margins. The leads were subsequently explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the lead was returned in three pieces. The proximal coil was fractured and both insulations were fractured as a result of clavicular crush. (B)(6).